Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) was confirmed. Upon investigation, the monitor was displaying a service code 105 and 204 (belt/monitor unusable) due to shorted components on the computer/analog board. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 105 and service code 204.